Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Conway et al; from the international center for limb lengthening, rubin institute for advanced orthopaedics and sinai hospital, baltimore, maryland, united states; the bone and joint journal; vol. 96-b:1349¿54, no. 10, october 2014.

Event description:
It was reported that a journal article identified that thirteen (13) patients from group b who required further surgery for both control of infection and to treat the nonunion.